Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump currently showing a fill estimate of 45 units and a difference greater than 30 units from caller¿s expected amount despite insulin delivery continuing to change the estimate. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation and use of room temperature insulin, did not reuse or overfill cartridge, declined to reload or load a new cartridge, and chose to continue using current cartridge with plan to follow up with technical support if needed.